Manufacturer narrative:
Analysis of the fiber revealed a connector and ferrule which had been removed from the fiber, charred heat shrink at the proximal end of the fiber, and a strain relief boot that was melted to the heat shrink. These symptoms are most likely indicative of excessive heat applied during fiber reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). This could cause the fiber connector to not rotate independently of the fiber. When a twisting force is applied to the seized up fiber and connector, the adhesive could possibly fail leading to the occurrence of a recessed fiber ferrule and core. Subsequent laser energy exposure further damages the connector due to a change in the focal point of the laser on the fiber connector. This could potentially occur when the documented procedures in the IFU are not followed correctly. If the user follows the exact directions for steam sterilization as listed in the IFU, such ferrule and core alignment issues do not occur. The customer indicated that the fiber was reprocessed at 135°c, which is above the validated temperature of re-sterilization. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on the 45th week of 2014. Also, the indicated multiple (9x) uses by the customer out in the field also demonstrates that it is very unlikely there were any manufacturing faults with the fiber. The fiber likely failed due to user mishandling during reprocessing.

Event description:
"The customer complained that it was difficult to connect the lase fiber with h solvo but connecting operation was not done it over. The laser fiber could not break stones as much as usual during operation though the customer stripped the fiber twice. When the customer noticed the fiber condition was abnormal, the connector part of the fiber had been already burned and broken off. The operation was done with a different fiber, 270¿m. According to the hospital, the sterilization method was autoclaved sterilization and a steam temperature was at 135, 18min".